Event description:
Dealer reported that the height adjustment pin for a pro basics 1030kw knee walker is missing, out of the box. This prevents the user from setting the height for the handle. This product can still be assembled.